Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer also reported that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was over 500 mg/dl. Blood glucose level at the time of the call was 199 mg/dl. The customer was sent a tubing clamp and instructed to call back for troubleshooting. The insulin pump was not replaced or returned for analysis.